Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noticed that the cuff was not coapting. The cuff was downsized. The aus was explanted and replaced.